Event description:
It was reported deployment of the excluder endoprosthesis was perfect. However, due to patient anatomy, the clinician was unable to canulate the open contra gate. The clinician decide to perform an aui. There was no allegation of product deficiency.